Manufacturer narrative:
Product event summary: the patient data files, an image file, and the afapro28 balloon catheter with lot number 17953 were returned and analyzed. No patient file was received. The received failure file contained failure records for the date of the event and showed system notice 50012 (the refrigerant delivery path is obstructed) was persistent. The attached image file showed blood inside console coaxial connector. The balloon catheter was visually inspected and functionally tested. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no applications performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported issue of ¿blood in the coaxial connector¿ and system notice 50012 were confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, multiple system notices were received indicating that there was a problem with the refrigerant port after replacing the nitrous oxide (n2o) tank. The case was switched to pulsed field ablation (pfa) and was completed with pfa. Following the case, testing was performed and multipe system notices were received indicating that the refrigerant delivery path was obstructed. The console was vented and the issue remained. The n2o tank was replaced again which did not resolve the issue. The console was vented again and the issue was not resolved. The n2o tank was replaced with a tank with another lot number which did not resolve the issue. It was verified tha there was no ice formation at the sub-cooler. The coaxial port was checked and blood was found. The blood bottle was clean. The data files were reviewed and confirmed the issues. Service was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.